Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8336-50, serial #: (B)(4), description: coveredge 32, 50 cm 4x8 surgical lead; model #: sc-3138-25, serial #: (B)(4), description: scs phiii ext 25cm.

Event description:
A report was received that the patient was experiencing a weird spasm in the waist level wrapping around and into the groin or lower abdomen area almost where the implant was. It was also reported that the patient's ipg site swells every once in a while, it almost like it fills with fluids but then it disappeared. The physician confirmed that it was not a seroma and there was no infection but suspected that this was related to the procedure. It was unknown if it was malfunctioning. The patient underwent a procedure wherein the surgeon restructured the pocket site and the ipg was sitting in a good position. The patient was reportedly doing well postoperatively and had no abdominal cramping.

Manufacturer narrative:
Additional information was received that during the revision, the ipg and the lead were replaced per physician¿s preference due to the swelling in the previous pocket site. It was also reported that the lead was repositioned during the revision. The devices were not returned to bsn.

Event description:
A report was received that the patient was experiencing a weird spasm in the waist level wrapping around and into the groin or lower abdomen area almost where the implant was. It was also reported that the patient's ipg site swells every once in a while, it almost like it fills with fluids but then it disappeared. The physician confirmed that it was not a seroma and there was no infection but suspected that this was related to the procedure. It was unknown if it was malfunctioning. The patient underwent a procedure wherein the surgeon restructured the pocket site and the ipg was sitting in a good position. The patient was reportedly doing well postoperatively and had no abdominal cramping.